Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had recorded a gradual increase in daily shock impedance measurements since (B)(6) 2022, and this has been consistently high out of range since (B)(6) 2023. The hospital had increased the upper limit of the shock impedance from 125 ohms to 150 ohms. The physician was concerned with the lead integrity and had requested an analysis. Boston scientific technical services confirmed the gradual increase in shock impedance measurements and provided troubleshooting steps. There were no adverse patient effects reported and the device and right ventricular (rv) lead remains in-service. Additional information provided from the field indicated this right ventricular (rv) lead continued to exhibit high shock impedance measurements. The patient was brought back in for defibrillation threshold (dft) testing to confirm the integrity of the system. Dfts were unsuccessful and the patient had to be externally defibrillated. The field is contemplating a revision procedure; however the rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to update the impact coding for this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had recorded a gradual increase in daily shock impedance measurements since (B)(6) 2022, and this has been consistently high out of range since (B)(6) 2023. The hospital had increased the upper limit of the shock impedance from 125 ohms to 150 ohms. The physician was concerned with the lead integrity and had requested an analysis. Boston scientific technical services confirmed the gradual increase in shock impedance measurements and provided troubleshooting steps. There were no adverse patient effects reported and the device and right ventricular (rv) lead remains in-service. Additional information provided from the field indicated this right ventricular (rv) lead continued to exhibit high shock impedance measurements. The patient was brought back in for defibrillation threshold (dft) testing to confirm the integrity of the system. Dfts were unsuccessful and the patient had to be externally defibrillated. The field is contemplating a revision procedure, however the rv lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had recorded a gradual increase in daily shock impedance measurements since august 2022, and this has been consistently high out of range since august 2023. The hospital had increased the upper limit of the shock impedance from 125 ohms to 150 ohms. The physician was concerned with the lead integrity and had requested an analysis. Boston scientific technical services confirmed the gradual increase in shock impedance measurements and provided troubleshooting steps. There were no adverse patient effects reported and the device and right ventricular (rv) lead remains in-service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had recorded a gradual increase in daily shock impedance measurements since (B)(6) 2022, and this has been consistently high out of range since (B)(6) 2023. The hospital had increased the upper limit of the shock impedance from 125 ohms to 150 ohms. The physician was concerned with the lead integrity and had requested an analysis. Boston scientific technical services confirmed the gradual increase in shock impedance measurements and provided troubleshooting steps. There were no adverse patient effects reported and the device and right ventricular (rv) lead remains in-service. Additional information provided from the field indicated this right ventricular (rv) lead continued to exhibit high shock impedance measurements. The patient was brought back in for defibrillation threshold (dft) testing to confirm the integrity of the system. Dfts were unsuccessful and the patient had to be externally defibrillated. The field is contemplating a revision procedure; however, the rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.